Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-procedure check in an extremely agitated and altered mental state. It was observed that the right ventricular lead was intermittently capturing and had decreased sensing. It was then suspected that the right ventricular lead had dislodged. The lead was re-positioned the same day and the patient was discharged the next day.